Manufacturer narrative:
Customer report was confirmed. Continuity testing found a full open condition for both the distal and proximal electrode circuit. There was no visible damage to the catheter body. Catheter body was cut open and the both leadwires were found broken at 85 centimeters from the tip.

Event description:
It was reported that the catheter was unable to pace from the beginning. Another catheter was used and problem was solved. There were no patient complications reported.

Event description:
It was reported that the device was explanted after an implant duration of approximately 28.1 months. On (B) (6) 2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to endocarditis and dehiscence. Paravalvular leak was also noted. Per the operative report of (B) (6) 2010, "it was clear that the previously identified aorto-mitral pseudoaneurysm was actually communicating around the aortic root and appeared to be due to prior endocarditis. There was a significant debris consistent with vegetations on the valve leaflets, which were otherwise intact and not calcified. We excised the valve...."